Event description:
A dialysis clinic reported that a machine removed between and 1.7 and 2.0 kg excess fluid during three different treatments (4/2, 4/4, 4/9/97). He was reported as hypotensive and not feeling well. The pt was treated with normal saline for fluid replacement and there was no further medical intervention.